Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to have grip input disk #7 completely broken. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the jaws of the large hem-o-lok clip applier instrument would not close. The user completed the procedure and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred while the surgeon attempted to clamp on a vessel or tissue bundle. The issue was related to the jaws remaining static/not moving when the surgeon commanded movement. The gem med green clip (hemolok) were the size and type of clips used. The issue was resolved with a backup clip applier instrument.